Event description:
It was reported that during a da vinci-assisted bariatric revision surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported an ongoing issue with universal surgical manipulator (usm) 1 where the arm did not recognize the instrument. The operating staff reseated sterile adapter (sa) multiple times, which provided only temporary functionality, but the issue persisted. System logs were reviewed, and multiple errors were noted indicating that one or more tool sensors were not detected, specifically that tool presence pin 2 was not detected. As a temporary measure, staff planned to use the other available arms for upcoming cases. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 1. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the product involved with this complaint to perform failure analysis. The usm was analyzed and the reported problem was confirmed but not replicated. In the system logs, the error 282 was found indicating a usm issue, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the components functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing passed within specification. Once testing was completed, the magnetic presence pins, rfid pod, and axes controller carriage interface (acci) assemblies were inspected, and no faults could be identified. As a result of these findings, failure analysis concluded that the magnetic presence pins, rfid pod, and the acci assemblies were consistent with the reported event and are the potential source for this issue. The complaint was confirmed by failure analysis. While a definitive root cause cannot be established since the reported complaint was not replicated during in-house testing, the potential root cause for this failure can be attributed to transient instrument recognition issues from the magnetic presence pins, rfid pod and the acci assemblies located within the usm.

Event description:
Refer to h11 for follow-up information.